Manufacturer narrative:
(B)(4).

Event description:
Received information stating that due to a ventilator malfunction pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was suggested running an extended self-test (est) and do all the calibrations and exercise vent for 48 hours. Covidien was not authorized to service the device.